Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator was in use on a patient and the customer reported there was no patient harm. The manufacturers service technician was able to duplicate the customer reported problem. The service technician replaced the main pcb board to correct the reported problem. Performance verification testing was completed and tests passed per operating specifications.